Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 49, error 68 and error 23 due to critical pump error (open book image) alarm. (B)(4).

Event description:
The customer reported via phone call hat the insulin pump was exposed to moisture. The customer's blood glucose level was 143 mg/dl. The customer reported that there was moisture in the battery compartment. The insulin pump had multiple pump error alarm and they were able to clear the alarm and received request to rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.